Event description:
It was reported that the insulin pump was unable to be downloaded with the glucose meter nor the carelink. The insulin pump's alarm history indicating an unexpected restart, a spanish software anomaly, and signal being too low. The customer was able to successfully connect a different insulin pump to carelink and was advised to have the insulin pump replaced. She did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self-test and unexpected error test. No alarms noted during testing. However, a display history failed on startup alarm found in the alarm history file due to corrupted history file. The insulin pump was unable to download to the carelink software due to alarms in the alarm history screen. The insulin pump was programmed with test glucose meter. The insulin pump communicated properly and recorded 83mg/dl value properly from glucose meter. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.